Manufacturer narrative:
The product was not returned for evaluation. Therefore, the reported event could not be confirmed and the root cause could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event.

Event description:
It was reported that the pruitt carotid shunt balloon did not inflate correctly due to leakage from the shunt. The issue was found during pre-use check, no injury occurred.